Manufacturer narrative:
The low pump flows observed by the operator was due to the damaged impeller blades. Low pump flows can be caused by changes to the impeller shape. The cause of the blade damage was unable to be determined. The failure mode will be monitored and trended.

Event description:
The patient was admitted for a planned high risk angioplasty of the coronary artery. For hemodynamic support, an impella cp was placed via the axillary artery. During the angioplasty the impella pump flows were low. The case was completed, and the pump was explanted and sent for product analysis. Upon benchtop testing the engineering team discovered the impella pump to have cracked impeller blades. This blade damage is not observed by the complainant operator.